Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6) product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported, the patient was going to have the pump taken out because he had been getting sick. The patient¿s healthcare provider (hcp) turned the pump ¿pretty much off¿ about eight months ago. It was reported, the pump was ¿set on 4, then 3, then 2, then now it¿s the lowest it¿ll go.¿ the patient was scheduled for a MRI. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding the cause of the event, any troubleshooting performed, and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.